Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the emergency medical service was dispatched on (B)(6) 2020 due to hypoglycemia with blood glucose level of 40 mg/dl. Customer was treated with juice and glucose. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.